Manufacturer narrative:
B3. Date of event: the date of the event is unknown; however, according to the article, the valve-in-valve procedures were from 2015 to 2023. Thus, the first day of the reported study period ((B)(6) 2015) was used as the occurrence date. H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. Article citation: schafer, m., & weitzel, t. (2024). Artificial intelligence in radiology: current applications and future perspectives. Deutsche medizinische wochenschrift, 149(10), 678684. Https://doi.org/10.1055/a-2679-5606. This is one of two manufacturer reports being submitted for the same patient. Refer to medwatch report ID 2015691-2025-07905. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article "three-year outcomes following mitral valve-in-ring and valve-in-valve procedures": 1 patient with a carpentier valve of unknown model and size, implanted in mitral position, underwent valve-in-valve procedures after an unknown implant duration due to degeneration. Individual mechanisms of failure were unable to be determined; however, the most common failure mechanism was regurgitation (43/51 patients), followed with stenosis (18/51 patients) (mean gradient 9,38+-5,99 mmhg; max gradient 21,14+-8,99 mmhg).

Manufacturer narrative:
Information added/updated to section h6 (investigation findings, and investigations conclusions). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Structural valve deterioration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valves (bhv) implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely root cause is patient factors, including coronary artery disease and chronic kidney injury.

Manufacturer narrative:
Correction to h10; added the related report number in the correct field.